Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope exhibited an e216 error (scope communication error). The issue was found during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the information provided from the investigation, the malfunction of "error message e216 and no image" were confirmed. The most likely cause can be attributed to moisture or water invaded the scope causing damage in the image sensor unit and the internal circuit board of the connector. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device